Event description:
It was reported a patient's atrial lead presented with an infection. No changes were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medwatch report number: mw5147304. A device history record (DHR) review was not performed as there was no identifiable serial number provided.